Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
The reported event was not confirmed by service.

Event description:
It was reported that during a surgical procedure at the user facility the blade locking mechanism disassembled, resulting in a surgical delay of more than 30 minutes. The procedure was completed successfully, and no medical intervention was reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the blade locking mechanism disassembled, resulting in a surgical delay of more than 30 minutes. The procedure was completed successfully, and no medical intervention was reported with this event.